Event description:
The customer reported approximately one (1) milliliter of fluid leaked from the instrument probe during removal of the control vial while processing controls involving coulter act diff 2 analyzer. The customer indicated the fluid appeared to be of diluent and blood. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered waste material clogged in the backwash system. The fse replaced the probe backwash tubing from the probe to line lv8 and replaced the vacuum chamber to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).